Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared his feelings and or normal results. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014, at 5:00 p. M. On the evening of (B)(6) 2014, the patient stated he obtained a blood glucose reading of ¿176 mg/dl¿ with the subject meter. It is not known what medication, if any, the patient takes to manage his diabetes. The patient reported that he ¿didn¿t take any food before going to sleep¿ in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 3 hours after the alleged issue occurred, he developed symptoms of ¿tremors and stomach pain¿. On (B)(6) 2014, at 3:00 a.m. The patient stated he self-treated with food and/or drink in response to the symptoms. On (B)(6) 2014, at 11:10 p. M., the patient stated he obtained a blood glucose reading of ¿407 mg/dl¿ with the subject meter. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 (9/3/2014) - device evaluation: the retain test strips involved with this complaint were returned and evaluated by lifescan product analysis on 8/18/2014 with the following findings: the test strips have failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up#3. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The retain test strip were tested with blood not control solution.

Manufacturer narrative:
Follow-up # 1 ¿ (06/20/2014), the retains test strips have been returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the retain test strips failed the performance testing with control solution at level 100. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.